Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2021-19303. It was reported that following an ipg replacement surgery (related manufacturer reference number 1627487-2021-18626) on (B)(6) 2021, the patient experienced ineffective stimulation. Diagnostics revealed several contacts with high impedances. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-19304 should not have been reported as a medical device report (MDR) due to additional information indicating that the leads were not related to the issue. There was no alleged stated deficiency of the device.

Event description:
Additional information received indicated issue was related to the lead extensions and not the lead.